Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Thirty eight retained cartridges from eg7+ lot n16012 were tested using whole blood and I-stat tricontrols level 2. The customer complaint was not reproduced. The test results met the acceptance criteria found in (B)(4)- product complaint level 2 and level 3 investigation procedure. The investigation confirmed that the cartridge lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No patient information was provided. Based on the I-stat hct of 23 result and the result from another manufacturer being 35.2 and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant hematocrit and hemoglobin results on a patient. There was no patient at the time of this report. Return product is not available for investigation. Date: , time , hgb , hct, sample: I-stat, 16:50 , 7.8g/dl , 0.23 , a ; lab , 16:57 , 11.8 g/dl , 0.352 , b . At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(4) 2017 at abbott point of care ((B)(4)).